Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an unexpected restart alarm. The alarm occurred shortly after inserting a new battery. The customer also reported that they had been getting a failed battery test but they were sent a battery cap and that had resolved the issue. The customer's blood glucose level was unknown. Troubleshooting was performed. Nothing was found in the alarm history. The device will not return for analysis.